Manufacturer narrative:
(B)(4). D10: unk shell 54 f unk 574202050 femoral stem cementless collared high offset 12/14 taper size 5 unknown 00-8775-036-03 biolox delta hd 12/14 36x+3.5 unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by that patient, that the patient underwent a hip procedure and was implanted with zimmer biomet products on an unknown date. Subsequently, the patient reports of pain, locking up, jam, and lack of internal motion by the zimmer biomet implants. Patient is looking for a surgeon to perform a revision surgery.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.